Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of high out of range right atrial (ra) impedance measurements, measuring greater than 2000 ohms soon after initial implant. It was noted that the patient was not seen for regular follow up until recently. During the most recent in-office follow up, it was noted another lss was triggered due to high out of range ra impedance measurements in addition to noise observed on the atrial channel. A chest x-ray was performed and did not show lead integrity issues. The plan is for the patient to be seen in-clinic at a later date where device reprogramming will occur. The device system remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of high out of range right atrial (ra) impedance measurements, measuring greater than 2000 ohms soon after initial implant. It was noted that the patient was not seen for regular follow up until recently. During the most recent in-office follow up, it was noted another lss was triggered due to high out of range ra impedance measurements in addition to noise observed on the atrial channel. A chest x-ray was performed and did not show lead integrity issues. The plan is for the patient to be seen in-clinic at a later date where device reprogramming will occur. The device system remains in-service at this time. No adverse patient effects were reported.